Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was not performed the air removal process during the load. Customer's blood glucose level was 279 mg/dl. Tandem technical support educated the customer on the proper air removal process to address the issue.